Manufacturer narrative:
The customer indicated the use of qualified associated products. In the surgeon's opinion the lens did not cause or contribute to the event. The surgeon's opinion was that, "there was more power left in os prescription than originally planned for so it was causing blurry vision." The 17.0 diopter (add power +2.2/+3.2) lens was replaced with a 18.0 diopter (add power +2.2/+3.2) lens. It was also indicated the patient had pre-existing pvd and drusen ou. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced blurry vision. The iol was exchanged in a secondary procedure 19 months following the initial implantation. Additional information was received states that the surgeons opinion there was more power left in os prescription than originally planned for so it was causing blurry vision.

Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. No other complaints reported for the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an explanted iol with reason "blurry vision."